Event description:
This is the 1st event of 5, referring to the same pt during treatment on 3/22/07: the pt began treatment with a polyflux 21 r on its 13th reuse. After 30-45 minutes into treatment the pt experienced an allergic reaction (red blotchy spots spreading all over upper torso). As a standard clinical intervention, he was given benadryl. Thirty mins later, his condition had not improved and the pt was disconnected. The blood in the extracorporeal circuit was not rinsed back and the blood loss for the pt measured 293 ml.